Manufacturer narrative:
Section h10: (b2) outcomes attributed to adverse event: added check for hospitalization - initial or prolonged. (E3) occupation: physician. (G3) report source: health professional. (G5) PMA/510(k)number: k131575. (H3) the disassembly reported may have been the result of misaligning the glenosphere on the glenoid baseplate during the initial surgery, which may have prevented the glenosphere locking screw from fully seating, allowing for the screw to backout of the baseplate. However, this cannot be confirmed as the devices were not available for evaluation. (H4) device manufacture date: (B)(6) 2015. (H6) evaluation codes: 3165. 2907. *no information provided in the following section(s): a3, a4, a5, b6, b7, d6, g8, h7, h9.

Manufacturer narrative:
Pending evaluation. Concomitant medical device: glenosphere locking screw (cat# 320-15-05 / sn# (B)(4)) ; glenosphere (cat# 320-01-38 / sn# (B)(4)).

Event description:
It was reported that the revision was due to the glenosphere becoming disassociated from the base plate two months after the initial implant surgery. The surgeon used the superior posterior glenoid plate, a 38 glenosphere and the glenosphere locking screw. He encountered no problem during the first surgery.